Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was experienced high blood glucose level. Customer¿s blood glucose level was 430 mg/dl at the time of incident and 330 mg/dl at the time of call. Customer was treated with manual injection. Customer allege insulin pump was under delivering. Customer stated that the drive support cap was normal. Troubleshooting was performed for high blood glucose. The insulin pump will not be returned for analysis.